Event description:
An alarm 30 was reported, indicating a malfunction during the pumping process. There was no reported impact on the customer¿s blood glucose level. The customer was unable to resolve the issue by loading a new cartridge, so technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy, and was guided on how to store and return the defective pump.